Event description:
A malfunction alarm was reported, identified as malf 1, with no notable events preceding it and no fault reset available. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer reverted to multiple daily injections (mdi) for insulin delivery.